Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked dialysate out from the light blue main body of the twist clamp. This was discovered during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: unspecified date in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one (1) actual sample and a video sample were provided for evaluation. A visual inspection with the naked eye was performed on the actual sample with no issues noted. Functional leak, clear passage, and clamp function tests were performed with no issues observed. Additionally, the twist clamp was removed to verify the condition of the tubing and the occluder legs beneath the twist clamp with no issues or leaks observed. The actual sample met specification. A visual inspection of the video observed a small drip located at the twist clamp. Due to the nature of the sample no further evaluation could be performed. Therefore, the reported condition was not verified on the actual sample, however, the reported condition was verified by the video. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.